Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient faced event on (B)(6) 2026, where pump placed or worn 14 inches (35.5 cm) above the location of the infusion set and hyperglycemia treated by pump.